Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: based on the provided information, it was not possible to determine the cause of this event. The reported information states a type I endoleak however without specifying the location. Endoleak is one of the addressed adverse events in the IFU. No evidence was found suggesting that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: (B)(6), proximal type I endoleak at conclusion of implant procedure . On (B)(6) 2013, the patient received the following devices: zteg-2pt-40-30-165-pf (lot #e2985727); t-branch-34-18-202 (lot #a910061); unibody-22-98 (lot #a905898); zsle-16-56-zt (lot # 4025391) right iliac leg; zsle-16-74-zt (lot #4006882) left iliac leg. The right renal artery was stented with a fluency covered stent, a cordis genesis uncovered stent, and a protégé everflex uncovered stent. The left renal artery was stented with a fluency covered stent, a cordis genesis uncovered stent, and a protégé everflex uncovered stent. There were no difficulties deploying the devices. The completion angiogram showed patent devices with a proximal type I endoleak. A post-procedure CT scan was done on (B)(6) 2013. It showed patent devices with a type I endoleak (proximal or distal was not specified). There were no component separation, migration, or device integrity issues. The patient was discharged on (B)(6) 2013. On (B)(6) 2013, the six-month follow-up CT scan showed patent devices with a type ii endoleak (proximal or distal was not specified). There were no component separation, migration, or device integrity issues. Patient outcome: the patient did not experience any adverse effects due to this occurrence.